Manufacturer narrative:
It was reported that hair was found within the bulb irrigation syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided and a black hair was observed to be inside of the bulb irrigation syringe. A physical sample was not returned for evaluation. The root cause was determined to be an issue in the component manufacturing process. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that hair was found within the bulb irrigation syringe component.